Event description:
It was reported that during an unknown procedure the device could not fire at the first stroke of the second firing with ecr60b. One ecr60w was used before this event. Changed to an ecr60d to continue but still could not fire at the first stroke. The surgeon used hand sewing to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Sled. The ec60 device was received for analysis with no visual non-conformances and with two cartridge reloads. Cartridge (a) ecr60d, j5hw4c was loaded on the device partially fired 1/3 consistent with an incomplete or interrupted cycle. Cartridge (b) ecr60b, l51213 was received with no staple retaining cap and partially fired 1/16. In addition, a double driver was out of position and one out of position and missing making the reload nonfunctional. The returned cartridge reload (a) was tested for functionality by resetting and reloading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. However 11 staples were missing from the cartridge; no staple retaining cap was present. No fluid path was created. While no conclusion could be reached as to how the staples fell out. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.